Manufacturer narrative:
The main component of the system. Other relevant device(s) are: esbf2814c103e, sn (B)(4), expiration date: 2018-09-29, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment a 5 cm in diameter abdominal aortic aneurysm. It was reported the later the same day as the initial procedure the endurant iliac limb was occluded up to the flow divider. The physician elected to perform a femoral to femoral bypass. Bilateral blood flow was restored. The physician stated that the cause of the event was related to the patient¿s anatomy, small external iliac arteries. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: review of films confirmed that the right/ipsi limb was occluded post-implant. Although the exact cause could not be determined, it appears likely that this was anatomy related. Pre-implant anatomy was not available for review, angio¿s at implant with assessment of the blood flow dynamics were not provided, and films showing the occlusion same day implant were also not available for return. CT¿s from 5-weeks post-implant confirmed that the right/bifurcate limb and limb extension were 100% occluded beginning at the flow divider, and the occlusion extended the entire length of the right limb which had been placed into the right external iliac. Several (3 ¿ 4) stent rings from the distal end of the right limb, the stent graft was seen acutely angulated ~75°deg lateral-right <(><<)>(><(>&<)><(><<)>)> 100° posterior. The minimal lumen ID within this kinked location was likely <(><<)>(><(><<)> <(><<)>)>4mm. It appears most likely that placement of the right limb extension into the tortuous right iliac, which resulted in an acute kink and flow diameter restriction, may have contributed to the occlusion. This may also have been caused by a patient condition: smal l external iliac arteries, poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.